Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had issues with motor errors on the insulin pump. Customer's blood glucose was over 600 mg/dl at the time of the incident. Customer stated that he slept through the alarm and when he woke up, his blood glucose was high. Customer tried to fix the pump but the motor error kept coming up. Customer changed everything out but the alarm occurred again. Customer stated that she treated with a shot. Customer was not able to complete the pump rewind due to the motor error. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump passed basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.